Manufacturer narrative:
Product in complaint was returned to zoll on 09/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that a (B)(6) male patient suffered a cardiopulmonary arrest (cpa)). The incident occurred at the patient's place of residence. Manual CPR was performed. Exact length of time that manual CPR was performed was not provided. The patient was transferred to the hospital. ER medical staff deployed the autopulse platform immediately. The medical staff proceeded to turn the autopulse platform on by pressing the on/off button. The autopulse platform was able to power on, however the device failed to activate and no compressions were able to be performed. The autopulse platform displayed a message to "adjust the lifeband and patient position." The medical staff attempted to reset the lifeband and adjust the patient's position, however the issue would not resolve. An unknown error code was displayed. When the autopulse platform failed to operate, use of the device was discontinued and the crew reverted to manual CPR which was performed for approximately one hour. Return of spontaneous circulation (rosc) was not achieved. The patient was pronounced by the ER physician. It is presumed that the patient expired as a result of the cardiac arrest. The cause of the cardiac arrest is unknown. The ER medical staff indicated that the patient's death was not related to the autopulse device as the patient suffered a cardiopulmonary arrest (cpa) at home and manual CPR was promptly provided. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation on (B)(4) 2015. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and it was observed that the lcd display had no backlight. The lcd display showing no backlight is unrelated to the customer's reported complaint. A review of the autopulse platform's archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015, however multiple user advisory (ua) 16 (timeout moving to take-up position) messages were observed on (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a user advisory (ua) 16 message was displayed within the first few compressions. Further inspection of the platform identified that this was caused by the drive train motor brake being rusted and subsequently seizing. As a result, the brake gap was out of specification. After cleaning the rust off and readjusting the brake gap back within specification of 0.008" ±0. 001", the platform passed functional testing. Based on the investigation results, the part identified for replacement was the transmissive lcd cable. In summary, the reported complaint of the platform displaying a message to adjust the lifeband and displaying an unknown error was confirmed based on functional evaluation as well as platform archive review. The archive shows that multiple ua 16 codes occurred on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015. A ua 16 also occurred during functional testing. Further inspection identified that the brake gap was rusted and out of specification. Based on the device evaluation, there is no indication that the autopulse platform caused or contributed to the reported patient outcome. It should also be noted that the customer does not attribute the patient's death to the autopulse and also indicated that the patient already had a cardiopulmonary arrest (cpa) at home and manual CPR was provided promptly. Following service, which included a brake gap inspection and replacement of the transmissive lcd cable, the device passed all test criteria.